Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited erratic counters. It was noted that there was no electrocardiogram (ECG). The icm remains in use. No patient complications have been reported as a result of this event.